Event description:
Patient revised to address loose femoral and patella components.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.